Event description:
Procedure type: unk. Patient gender: unk. According to the reporter: the pin from the locking mechanism fell out of trocar. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 12/20/2007